Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change for normal eri, externalized conductors were observed via review of fluoroscopy. The lead was capped.

Manufacturer narrative:
A partial lead was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysiscould not be performed.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.